Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was shutting off without warning. Customer stated that they had to change the battery every night. Customer stated that there was crack at the back of the pump. The insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.